Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7073846, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported and no additional information was available.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported, and no additional information was available. Additional information indicates that the paddle lead for the spinal cord stimulation (scs) patient was initially placed at an incorrect spinal level, resulting in inadequate stimulation. To correct this, a revision procedure was performed, during which both the implantable pulse generator (ipg) and the lead were explanted and replaced. The patient is doing great postoperatively and is happy with his therapy. In accordance with facility policy, the explanted device was disposed of and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7073846, UDI:(B)(4).